Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "shooting pain and tender scar pocket under breasts, neck lymph node and axillary node enlargement, itchiness, rippling, firm breast implants and scar thickening," and "concern with the product."

Event description:
Patient reported left side "shooting pain and tender scar pocket under breasts, neck lymph node and axillary node enlargement, itchiness, rippling, firm breast implants and scar thickening," and "concern with the product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified a fluid-free device. Additional, corrected and/or changed data: b.5., d.7., h.6.

Event description:
Device has been explanted.